Manufacturer narrative:
Additional information received on 07/22/2015. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional inforamtion was received on august 10, 2015. An evaluation of the provided information has been made available. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. The device history records were reviewed and found to be conforming. Review of incoming information: it was reported that the patient underwent revision surgery after aprox. 4 years implantation time due to high cocr levels in blood. No x-raxys were provided. Review of op reports: operative report dated (B)(6) 2011: states a (B)(6) male patient underwent right tha due to osteoarthritis. Moreover states that the patient status was two weeks post elective left tha . Cup has been placed at 40° inclination and 20° anteversion. No other conspicuousness. The other operative report, dated (B)(6) 2015 concerns the tha performed on the left hip of the same patient. Device analysis: the device analysis couldnt be performed as the products were not returned for investigation. Possible causes for the reported event according to dfmea # 91863, rev 6: increased wear - due to clearance too small - rim loading. Possible as the x-rays were not returned for analysis, cannot be excluded; increased wear -> due to clearance too large. Possible as the x-rays were not returned for analysis, cannot be excluded; third body wear -> due to ti-vps particles between the femoral and acetabular component . Possible as the part was not returned for analysis, cannot be excluded; increased number of wear particles -> due to chemical corrosion. Possible as the part was not returned for analysis, , cannot be excluded; reduced rom, increased wear -> due to component malpositioning. Possible as no x-rays were returned for analysis, cannot be excluded; increased wear -> due to component damaged during operation - scratches on articulation surface. Possible as no part was returned for analysis, cannot be excluded; increased loading on the cup, increase wear and friction -> due to increased or decreased offset when a ldh is used instead of a surface replacement component possible as neither parts nor x-rays were returned for analysis, cannot be excluded; third body wear -> due to ha particles between the femoral and acetabular component. Possible as no part was returned for analysis, cannot be excluded; increased wear -> due to component damaged during operation - scratches on articulation surface . Possible as no part was returned for analysis, cannot be excluded; increased metal ion concentration -> due to renal insufficiency. Possible as no part was returned for analysis, cannot be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient received right hip thr on (B)(6) 2011. On (B)(6) 2013, patient underwent testing that diagnosed elevated levels of chromium and cobalt. Patient states, through counsel, that the levels increased and required revision surgery on (B)(6) 2015. Patient has a bilateral thr. The left side's complaint is (B)(4). Review of received data implantation surgery dated (B)(6) 2011: pre-op diagnosis: osteoarthritis right hip; operation: mmc cup implanted at 40° and 20°of anteversion. Excellent press-fit stability achieved. Equal leg lengths achieved. No impingement. Safe range of motion. No abnormalities observed. Revision surgery dated (B)(6) 2015: pre-op diagnosis: adverse local tissue reaction (both right and left hip thr); indications: patient did well for the first year or so, then began to experience pain. The work up made at this point including MRI, serum ion levels and findings were consistent with adverse local tissue reaction. It has been decided to proceed with revision from mom to ceramic on pe implant; operation: some mild metallosis of the synovium, grade-one changes at the trunnion level, however, moderate generalized synovitis, as well as dehiscence of the posterior pseudocapsule. No evidence of any abductor muscle/tendon disruption, although there was marked bursitis, more prominent on the right than on the left hip. Mmc cup was removed with minimal bone loss. 60mm stryker shell with 40° abduction and 25° antevesion placed along with two screws. 36mm stryker liner placed in. Trunnion cleaned and dried, biolox taper option head 36/7 impacted on the retained zimmer ml tapered stem 12/14. Visual examination: for the investigation of the reported event mmc cup and the metasul ldh head with adapter were received. The head and adapter were still assembled when it was received and were disassembled for the investigation using an adapter extractor. Cup's articulating surface exhibits scratches, while the rim has nicks due to explantation. Anchoring surface presents some bone attachment existence and some polished areas indicating possible loosening. The head adapter's inner surface demonstrates surface changes namely fretting corrosion, while the outer surface looks free of damages. Articulating surface of the head has multiple scratches and organic deposits when looked macroscopically. Outer edge of the head as well as the taper sleeve show coarse damages as nicks and scratches which occured most probably during the revison surgery. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: the mmc cup and the metasul ldh head/adapter were revised after approximately 3 years and 11 months in vivo due to adverse local tissue reaction. Visual examination of the head taper demonstrates presence of fretting corrosion for which the reason remains unknown. Articulation surfaces are observed to be inconspicuous. No x-rays were received to comment on the component positions. However, the implantation report indicates excellent positioning with no impingement. Conclusion summary: in conclusion, the observed surface changes present on the received head taper can be linked to the adverse local tissue reaction that patient experienced. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup 58mm/50mm code p on the right side on (B)(4) 2011. The patient underwent testing that diagnosed elevated levels of chromium and cobalt. Patient states, through counsel, that the levels increased and eventually required revision surgery on (B)(4) 2015.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a bilateral patient. The left hip was reported under (B)(4). Zimmer's reference number of this file is (B)(4).